Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during service, the cardiosave intra-aortic balloon pump (iabp) will not accept new software. There was no patient involvement.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
Updated field: b4, d8, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. The getinge field service engineer (fse) that encountered the issue replaced the executive processor board to resolve the issue. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications.

Manufacturer narrative:
Corrected data: b5 updated data: b4, g3, g6, h2, h10, h11.

Event description:
It was reported that during the d.01 update, the cardiosave intra-aortic balloon pump (iabp) will not accept the new software. There was no patient involvement.